Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced blood tinged discharge, expelling a foreign object from vagina, mesh erosion, protrusion from urethra on palpation, granulation tissue under urethra, complete incontinence, frequency, urgency and hypersensitive bladder. An explant of the mesh was performed. Subsequent treatments and/or therapies were also reported.